Manufacturer narrative:
The astral device was returned to resmed. Evaluation of the device and device logs have confirmed the reported complaint of sf140 alarm and sf82 alarm in standby. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. During evaluation, the device displayed error message (sf140) related to alarm priority and error message (sf 82) related to the hardware alarm controller. There was no patient involvement reported.